Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of above 400mg/dl and hospitalized on (B)(6). Customer was treated with intravenous insulin and antibiotics. Customer's current blood glucose was 378mg/dl. Customer had symptoms like abdominal pain and nausea. Customer was wearing insulin pump at time of hospitalization. Customer declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.